Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the right one with lobulated contours, showing some radial folds" and "small amount of peri-implant fluid bilaterally.

Event description:
Healthcare professional reported "the right one with lobulated contours, showing some radial folds" and "small amount of peri-implant fluid bilaterally." Device remains implanted.

Event description:
Device has been explanted.